Manufacturer narrative:
On 09/06/2012 the reporter contact animas for follow up and to complete troubleshooting. The reporter noted that the patient was off the pump at the time of follow up and had been off the pump since 08/06/2012. The reporter confirmed that all basal settings were correct at the time of the reported incident. A review of the alarm history only showed low cartridge alarms, and there were no unusual or unaccounted for boluses in the bolus history. The total daily dose history added up correctly, and the reporter confirmed that the pump was not self-suspending. Troubleshooting revealed that the tubing was not being primed with site/set changes, resulting in air being delivered for several hours before insulin would enter the tubing, which resulted in elevated blood glucose levels. There were no pump defects found upon troubleshooting. Customer support determined that use error in not adequately priming the tubing resulted in the reported incident. The pump is not being returned at this time and the patient was to resume insulin pump therapy.

Event description:
On (B)(4) 2012, the patient's mother contacted animas to report that the patient was hospitalized and treated for hyperglycemia. The patient's mother reported that the patient was taken to the ER on (B)(6) 2012 when her blood glucose (bg) was up to 400mg/dl, tested positive for large ketones and had abdominal pain. The patient's mother reported that the patient's was placed on IV insulin drip, saline and fluids and her bg responded and returned to 100 mg/dl. The patient was admitted into the ICU for one day and discharged the following day ((B)(6) 2012). The reporter informed customer support that the patient discontinued insulin pump therapy since the incident and was placed on injections. At the time of the call, the patient's mother did not have the subject pump available for review. The patient's mother denied any site issues or evidence of bubbles in the cartridge or tubing. The patient's mother reported that she changed out the patient's site 3 times on (B)(6) 2012, but her bg remained elevated. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.